Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge boards, cine backplane, and the cine hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a loss of cine capabilities. There was no patient injury or death reported.